Event description:
Customer alleges this lift won't go up at all. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9805, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer is a (B)(6) female. The consumer's preexisting medical condition states that she cannot walk. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's husband stated that the lift would slowly drift down if he did not constantly pump and now the lift will not lift at all. No injury alleged. A new lift was sent overnight to the consumer and the original lift is being returned to invacare for an inspection and evaluation.